Event description:
Caller reported indicated battery charge dropped 25% in a short period of time. No adverse impact to the customer¿s blood glucose level was reported. Customer continued to use the current pump, and cts planned to replace the pump.